Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovidescope exhibited foreign objects in the knob wire/forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 (six) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. There was no physical damage where the foreign material was found. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and/or prevented by following the instructions for use which state: detection method: tjf type 150 operation manual, chapter 3 "preparation and inspection". -preventive measure: tjf type 150 reprocessing manual: 3.5 "manual cleaning". Olympus will continue to monitor field performance for this device.